Event description:
It was reported by the patient's spouse that the patient is concerned that the battery voltage on the patient's device is low and that the patient is pacing dependant. The patient's spouse also stated that "the device is only three years old". Additional information has been requested, but is not available. The implantable cardioverter defibrillator (ICD) has been replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2006; 6949 implantable tachy lead (B)(6) 2006. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.